Event description:
(B)(4) study. Same case as MDR ID 2134265-2013-07814 and 2134265-2013-07812. It was reported that patient had potential myocardial infarction. In october 2010, the patient underwent index procedure with placement of three taxus liberte stents. In (B)(6) 2013, the patient presented with potential myocardial infarction. An echocardiogram and repeat angiography was performed as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2010, the patient had a positive stress test and the previously reported taxus liberte stents that were implanted were a 2.5x40mm, a 2.5x20mm and a 3.0x16mm. Post procedural residual stenosis was 0% with timi iii flow in both the treated lesions. The patient received a peri-procedural loading dose of the thienopyridine medication prasugrel 60 mg. On the following day, the patient received the study medication maintenance dose of prasugrel 10 mg and was discharged from the hospital. In (B)(6) 2013, the patient experienced two separate events of acute respiratory failure and acute chronic heart failure (chf) exacerbation and was admitted to the hospital on the same day. On the next day, the 2d echocardiography showed dilated left atrium, left ventricular hypertrophy, wall motion abnormality with decreased ejection fraction and no pericardial effusion. The patient was considered to have both copd and chf exacerbation and was started on solu-medrol, levaquin, lasix, vancomycin and nebulizers. The outcome of acute respiratory failure is reported as recovered/resolved and the outcome for the event of acute chf exacerbation is reported as recovering/resolving. Six days later, the patient was discharged with clear lungs and was to continue on doxycycline. In (B)(6) 2013, patient had a follow up visit and the patient did not have acute chf exacerbation. In (B)(6) 2013, the patient came in the with shortness of breath which was considered to be multifactorial. The patient had hypoxia and was placed on bilevel positive airway pressure (bipap) in the ICU. In (B)(6) 2013, the intensity for both the events of acute chf exacerbation and acute respiratory failure was reported as severe.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).